Event description:
Rn and rrt were unable to pass the suction cath into appropriate depth of endotracheal tube (ett). Team notified ett removed. Pt failed extubation to CPAP and was re-intubated with 2.5 jet ett on 4th attempt. Evaluation of removed ett 2.5 cm; I discovered a variation in the plastic that prevented the suction cath to go to end of ett. Infant required reintubation.